Event description:
It was reported that during a thoracic wedge resection, they went to fire on the tissue, got half way through firing, and the stapler got stuck on tissue. They reversed the knife blade, and verified that indicator was pointing towards the rear of the gun, but could not open the jaws. The firing trigger was able to be moved but was not doing anything. They tried prying the closing handle open abut ended up breaking that. So they had to cut the stapler out. They had to suture the lung closed. Case was able to be completed. No additional patient harm.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #201c32. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the anvil bent upwards and without reload present. No abnormal noises were noted and no issues were observed with the temperature of the device. No additional functional testing was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 201c32, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.